Manufacturer narrative:
Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latino female patient underwent a primary breast augmentation with two 350cc mentor memorygel breast implant prostheses and experienced postoperative left-sided grade iii capsular contracture and right-sided anisomastia and off-label use. The diagnosis of the capsular contracture was confirmed by a healthcare professional on (B)(6) 2021. The patient was treated with singulair. However, the treatment did not improve the patient¿s symptoms. As a result, the patient underwent removal and replacement with a 350cc mentor memorygel breast implant (left catalog #: 3503501bc, left serial #: (B)(4)) on (B)(6) 2021. During the revision surgery, the right-sided device was removed and implanted back in the patient¿s right breast. Breast implants are intended for single use only. Re-use includes a risk of infection (microbial as well as viruses and transmissible agents) as well as immune responses. The sterility of the device can no longer be guaranteed. Furthermore, the integrity of the device cannot be guaranteed due to the risk of damage to the device. Sterility, safety, and efficacy cannot be assured for damaged devices. This report is for the left-sided prosthesis.